Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the transmitter did not blink when it was connected to the sensor. Customer's blood glucose was 120 mg/dl. The cannula was not intact when the sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.